Event description:
A customer reported a malfunction in their pump, with the issue occurring multiple times. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. The customer requested assistance with resetting the pump, which was attempted but resulted in the same error recurring, leading technical support to decide on replacing the pump. The customer was informed about using a backup therapy of multiple daily injections to ensure insulin delivery continued. Technical support organized the shipping of a replacement pump with updated software and advised the customer on steps to prepare and return the problematic pump.